Event description:
It was reported that prior to implant, a bend was seen at the sense/pace portion of the lead. The lead was not implanted. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.